Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was booted the system detected an issue and ran code for ~10 minutes. They were unable to get past code. The system was used in the morning without issue and when the system was grabbed for a case in the afternoon the issue occurred.  There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.